Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a programming wand was having communication difficulties and troubleshooting would not resolve the issue. It was indicated that the wand had been thrown to the floor by pts and stored with the cord wrapped tightly around the wand. The wand was returned and an analysis was performed. The communication difficulties were verified as the wand would not communicate with a bench generator. The serial data cable was found to have intermittent conductors, thus resulting in the communication errors. A bench serial data cable was substituted and all communications errors cleared and the wand performed according to specs.